Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving lioresal (2000 mcg/ml at 1420.8 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. Per the reporter, the catheter tip was located past the arachnid layer of the brain and that was where it was supposed to be placed. Other medications the patient was taking at the time of the event and medical history were not reported. On (B)(6) 2016 it was reported that in (B)(6) 2011 they did a catheter revision due to arachnoiditis and "unexplained gunk" that clogged up the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.